Event description:
The customer contact reported during the touchscreen test the device touchscreen would freeze and not respond. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive in the biomed mode. The probably cause was due to a broken touchscreen assembly. As indicate, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.